Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 6.2 was failed. The field service engineer found that drawer and cubie pockets were functioning properly and there was no issue found. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported when using the bd pyxis medstation system the drawer 6.2 was not detected on bus. The customer reported that user was unable to release/recover the drawer and tried rebooting the station but the issue were still persisting. The customer stated that this malfunction occurred while user trying to issue medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.